Event description:
The customer contact reported that during testing at the user facility, the device touchscreen did not pass the calibration test. The customer note stated "unit failed performance verification test (pvt) touchscreen calibration test." Prior to testing the device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test and the touchscreen calibration test. The probable cause was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.